Manufacturer narrative:
Device evaluated by MFR: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent placement problem occurred. The target lesion was located in the superficial femoral artery (sfa). An epic self-expanding nitinol stent was implanted to treat the lesion and the procedure was completed. Two years after, angiography was performed and the images revealed that the radiopaque (ro) markers are not properly endothelialized around the intimal wall which "appeared to be not part of the intimal wall and almost floating still in the sfa." No patient complications were reported.